Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled out of the dn, damaging the wires inside and causing the reported "add gel/replace belt" messages. The root cause for the damaged trunk cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel/replace belt" messages.